Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that insyte autoguard bl 22ga x 1.0in leaked. The following information was provided by the initial reporter: the customer reported as follows, "after catheter placement, the hcp found that fluids were leaking from the catheter hub. The customer is suspecting that there might be a crack."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for evaluation? Yes. D10: returned to manufacturer on: (B)(4)2020. H6: investigation summary our quality engineer inspected the sample submitted for evaluation. Bd received one used, retracted unit within its opened package. Through the visual examination the unit revealed a linear crack in the blue adapter confirming the reported defect. A leak test was performed and it was confirmed leakage occurred from the crack. A cracked adapter can occur during the manufacturing process or shipping/handling. The received packaging was inspected and no damage was observed indicating the defect was likely not related to shipping/handling. Although no quality issues were identified, the defect is likely related to the manufacturing process. A device history record review showed no non-conformances associated with this issue during the production of this batch. (B)(4)

Event description:
It was reported that insyte autoguard bl 22ga x 1.0in leaked. The following information was provided by the initial reporter: the customer reported as follows: after catheter placement, the hcp found that fluids were leaking from the catheter hub. The customer is suspecting that there might be a crack.